Event description:
Reporter alleged the customer obtained a discrepant blood glucose results of 425 mg/dl on the advantage system compared back to back with a result of 175 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Reporter disconnected before the address information could be obtained or a request for the return of the product could be made; and so no product will be returned for evaluation.